Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had low blood glucose levels of 29 mg/dl. The customer stated that the insulin pump was alarming. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer believed that the issue was with the transmitter. The customer recorded a sensor glucose reading of 400 mg/dl when the actual blood glucose level was 200 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. The customer stated there were no bent cannulas seen. The customer received a calibration error alert and explained to customer proper calibration techniques. Advised that the transmitter was functioning correctly. Advised that a replacement sensor and transmitter would be sent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.